Event description:
It was reported that the day of the report was the first day, the patient started moving around since replacement. The patient experienced intermittent shocks on the right side of his body and a tingling sensation. The reporter noted that the patient was set at the same exact settings and was okay in recovery. The patient¿s left side parameters were set at 4.6 volts compared to 2.3 volts on the right side. The reporter noted that the patient did have the ability to go up and down with the programmer. The reporter stated that the pre-operative and post-operative impedances were very similar. The reporter mentioned that the left lead was actually ¿8 through 11 and that the 11 contact had high impedances around 7,000 ohms.¿ the right side impedances were all normal. The implant was confirmed to be charged and at 50% to 75% charged. The reporter stated that the patient was mentally declining, so in general it was hard to understand the exact symptoms sometimes. The following day it was reported that the patient was ¿out due to anesthesia and lying in bed.¿ the reporter stated that the patient had neck and spine issues as well. The reporter thought the patient may have had a pinched nerve and tingling from lying around. Three days later it was reported the patient could have been having some overstimulation. The reporter had the patient turn stimulation down from 4.6 volts to 4.2 volts. The patient¿s wife reported that the patient was no longer feeling shocking down the right side of the body when the voltage was lowered to 4.2 volts. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v458448, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v350439 , implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that the event occurred three days after implant on (B)(6) 2014. The patient had an increase in stimulation.